Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. B82479) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure, pap smear abnormal, uti, pyelonephritis, dysfunctional uterine bleeding and multiple allergies. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies with ovarian conservation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure. The reporter commented: 3 to 5 confirmation coils seen on both ostia. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:pelvic pain. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received:" previously reported event medical device removal replaced with chronic pelvic pain. Reporter, lot number, historical drug, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. B82479) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure, pap smear abnormal, uti, pyelonephritis, dysfunctional uterine bleeding and multiple allergies. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abnormal uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomies with ovarian conservation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure. The reporter commented: 3 to 5 confirmation coils seen on both ostia. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:pelvic pain batch no b82479 production date 2013-10-17 expiration date 2016-10-31 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.